Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was blood and contrast present in the inflation lumen. The balloon was loosely folded and had blood and contrast inside. There was an 8mm longitudinal tear in the balloon 7mm from the tip of the device.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. Another 2.50mm x 8mm nc emerge balloon catheter was advanced but also got ruptured at nominal atmospheres. The procedure was completed with another of same device. No patient complications were reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. Another 2.50mm x 8mm nc emerge balloon catheter was advanced but also got ruptured at nominal atmospheres. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.